Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the improved 512sd outer gasket tore. Another instrument was used to complete the case. There was no cosequence to the pt.